Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer¿s pump was ranging their blood glucose values from 50 mg/dl to 298 mg/dl. The caller stated that the customer had a sensor glucose reading of 75 and that their blood glucose was 166 mg/dl and now their sensor glucose is 302 and blood glucose is 320 mg/dl. The caller said that the customer¿s blood glucose was never low but that the sensor glucose was low. High blood glucose troubleshooting was completed and the customer had treated with the pump. The insulin pump will not be returning for analysis. The sensor will not be returning for analysis.